Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. In addition the ring #1 has broken adhesive and fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Both curves are placed in the template shaded area. The device passed the dimensional test. X ray analysis revealed a the center support was kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that a shaft kink occurred. During use of the intellatip mifi¿ xp temperature ablation catheter the device was kinked. The catheter was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient status is stable. However; returned device analysis revealed broken adhesive between the electrodes.